Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a case of dryness, observed on a patient's right eye at three months post lasik treatment. Reporter indicated patient was complaining of blurriness of the right eye. Patient noted he was not sure how long since blurriness started in the right eye, but that it was recently. Additional information has been requested.